Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-jun-2023. H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one ext stabilized extension set microclave from lot number 9452606. The device was tested for leakage by being submerged under water with air pushed through. A small stream of bubbles was visible from the t-port where the extension tubing is connected. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to tube bonding damage. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd microclave® stabilized extension set was leaking at the junction where the side tubing is bonded to the nearport t port. The following information was provided by the initial reporter: ext extension set is leaking at the junction where the side tubing is bonded to the nearport t-port. This occurred after ed phlebotomist attached the extension set to a newly placed IV (prior to infusing or aspirating. I have contaminated sample available to send in.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is building 8195 and madison. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microclave® stabilized extension set was leaking at the junction where the side tubing is bonded to the nearport t port. The following information was provided by the initial reporter: ext extension set is leaking at the junction where the side tubing is bonded to the nearport t-port. This occurred after ed phlebotomist attached the extension set to a newly placed IV (prior to infusing or aspirating. I have contaminated sample available to send in.